Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the clinic told the patient that the device had stored something and the device may have moisture on the inside. The device was explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the clinic told the patient that the device had stored something and the device may have moisture on the inside. The clinic has scheduled an explant. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that the clinic told the patient that the device had stored something and the device may have moisture on the inside. The clinic has scheduled an explant. There were no adverse patient effects. The device remains implanted.